Manufacturer narrative:
Records indicate that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be an unsuccessful placement failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Proper intended use of the implant is described in its instructions for use.

Event description:
Implant got stuck half way within placement. Implant was removed and when re-implanted in same site primary stability was not achieved. Bone quality at time of failure was type ii.